Event description:
It was reported that the patient presented for a follow up. Externalized conductors were observed via diagnostic imaging. No electrical anomalies were noted. The lead will be explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.